Event description:
A report was received that alleges that the tracheostomy tube inadvertently became extubated which required medical intervention to aerate the patient and re-establish the airway. The report states that due to anatomical challenges, the physician had a difficult placement. During the procedure, the physician damaged the flange of the tracheostomy tube. The physicians choose to attempt to stabilize the flange with sutures. One day after placement during patient movement, the patient became extubated. The trach was replaced and the patient recovered with no incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the devices becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.